Event description:
It was reported, the patient stopped charging the ipg due to the charger not working. As a result, the ipg became inoperable. It was noted, the patient did not contact sjm for a replacement charger. In turn, the patient underwent surgical intervention to explant the scs system. Additionally, the patient decided to not reimplant a new system due to losing weight and no longer using or wanting the system.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.